Event description:
The pump and catheter were explanted and replaced with similar devices after an implant duration of 9 months. The hcp reported that the patient was experiencing "spasticity" loss of effect, intermittently" rotor and dye studies were performed. Results not reported . Dose of drug was increased the patient was receiving baclofen 500 mcgml at a dose of 149.9 mcg/day and morphine 337.5 mcg/ml at a dose of 101.8 mcg/day. Final patient outcome was not reported.